Manufacturer narrative:
Pump received with no button response and button error alarm due to corroded keypad traces. Unable to verify auto off alarm due to no button response. Unit had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 6.6 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.